Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went to the emergency room after hearing and audible alert. It was found that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to oversensing on high rate non-sustained episodes and sensing integrity counter (sic). Noise was also seen on the tip-to-coil egms (electrograms) for the rv lead. A fracture of the pace/sense portion of the rv lead was confirmed. A lead revision was done where the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has experienced multiple high/undefined impedance svc (superior vena cava) coil alerts and spikes. The svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.